Event description:
An everest inflation device was used during a procedure. The everest inflation device was removed from packaging per IFU with no issues reported. The device was prepped per IFU with no issues. The everest inflation device was connected to a balloon, and the balloon was in the patient when the issue occurred. When an attempt was made to inflate the balloon in vivo, it is reported that the needle did not respond when inflation was attempted. When inflation was continued, the needle of the gauge jumped suddenly to 5-6 atms. No patient injury is reported.